Event description:
Mediport type access recently implanted in florida. No information available. Painful. Venogram shows leak just below clavicle. Upon removal found dense scar tissue, probably from leaking chemo and fracture/tearing of the catheter with the two ends held together with a milimeter of catheter. Port and cathether are white plastic type material with no identifying markings. Gross description: mediport: received in fixative is a 3 x 1.5 cm piece of surgical hardware compatible with a mediport. There is an attached 26.5 x 0.3 catheter tube. The catheter tube 8 cm from its insertion into the disc shows fragmentation and tearing. The mediport catheter and the attached 4 cm segment of catheter tube are covered by a fibromembrane. At the request of the attending physician, photos are taken. Diagnosis: surgical hardware compatible with mediport and attached catheter clinically from left subclavian. No sections taken.